Manufacturer narrative:
(B)(4). Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski, cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana , 47402-4195. Importer site establishment registration number: (B)(6). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Physician did eus-fnb procedure. He found the targer to puncture the mass. However, the needle couldn't be punctured at all. (Needle didn't move at all) he removed echo-hd-22-c out of the scope. And used another echo-hd-19-c .

Manufacturer narrative:
PMA/510(k) #= k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. The echo-hd-19-c device of lot number c1220902 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation. The needle tip is deformed. There is a proximal needle break. The needle break may have happened on the return of the device. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (c1220902) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1220902. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous position as per information provided and hard lesion. Complaint is confirmed as the failure was verified in the laboratory. The needle tip was deformed and there was a proximal break in the needle. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Physician did eus-fnb procedure. He found the targer to puncture the mass. However, the needle could not be punctured at all. (Needle did not move at all) he removed echo-hd-22-c out of the scope. And used another echo-hd-19-c.

Manufacturer narrative:
PMA/510(k) #= k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Physician did eus-fnb procedure. He found the targer to puncture the mass. However, the needle couldn't be punctured at all. (Needle didn't move at all) he removed echo-hd-22-c out of the scope. And used another echo-hd-19-c .